Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in room 20 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake pads were worn. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.